Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The wife reported high blood glucose (bg) levels that the patient needed to go to the ER (emergency room) for treatment. The patient's blood glucose had reached over 500mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient was taken to the ER and had blood and urine tests run, which came back normal. He was then given a total of 3 IV bags over the course of three hours. The wife said that the nurse administered 10 or 12 units through one of the IV bags. She followed that by saying the nurse did 10 units first, then by the third IV bag another 6 units was administered. The patient was released from the ER approximately 3 hours after arrival.